Event description:
The edwards lifesciences infusion catheter with amc thromboshield that was in the swan introducer (located in the right jugular) was cracked and leaking. Two additional catheters were tried and each had or developed cracks in their luer adaptor when connected to IV line.